Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the analysis, the reported severe aortic insufficiency was primarily caused by calcification. This is primarily a patient related condition. (B)(4).

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was received dry, in a small specimen container enclosed on a small bio hazard bag placed in an explant kit. Leaflets appeared to have been removed. A through cut noted in the stent/stent cloth adjacent to the non-coronary cusp appeared to have occurred during explant. All leaflets appeared to have been excised during explant for histopathology sampling. Tissue deterioration due to visible mineralization was observed in the existing leaflets adjacent to all commissures. Tissue deterioration due to visible mineralization was observed in all commissures. All existing commissures appeared to have been removed during explant. Traces of pannus noted on the non-coronary and left cusps along the inflow margin of attachment appeared to extend 1 to 2 mm onto the inflow. Radiography showed mineralization in the right cusp along the septal shelf and in all commissures. Conclusion: device history review is in progress, once the review is complete a supplemental report will be submitted. Reduced performance of the valve is attributed to host tissue overgrowth and mineralization. These findings are generally considered patient related conditions. (B)(4).

Event description:
Medtronic received information that four years post implant of this bioprosthetic valve, the patient was evaluated for dyspnea on exertion, and chest pain (was admitted to the hospital twice). Upon review of the patients blood work, low hemoglobin levels were noted and two units of packed red blood cells were given. An echocardiogram was performed that revealed severe aortic insufficiency, hard calcification on the non-coronary leaflet and a gradient across the valve of 11 mmhg. It was difficult to visualize if a valve leaflet fracture had occurred or if there was vegetation present. A valve replacement procedure was scheduled. The chronic valve was explanted, replaced and returned for analysis. No adverse patient effects were reported during the replacement procedure. It was reported that the valve appeared to have disintegrated and the stent was all that was left.